Event description:
It was reported that there was extra plastic at the tip of the catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing related, since flash is created during manufacturing. Visual evaluation of the returned sample noted one opened (without original packaging), used pediatric silicone foley with a parting line flash with a height of at most 0.0220". The excessive material was out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was extra plastic at the tip of the catheter.